Event description:
Approx 15 yrs ago - pt underwent bil breast augmented in charlotte nc. Developed symmastia and hardening and deformity of implants with right greater than left. Had re-operative surgery, at one point but now has more deformity on right than left. In 2007, pt underwent bil capsulectomy and implant removal - tear of implants with in capsule - pt augmented with mentor gel implants.